Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1025 - portico valve-in-valve retrospective registry, (B)(4). It was reported that on (B)(6) 2021, a 23mm navitor valve was selected for implantation using a small flexnav delivery system into a patient with a past medical history of anemia and 2nd degree heart block. During the procedure, after the valve was implanted, a grade 3 paravalvular leak was found by echocardiogram. Balloon valvuloplasty was attempted twice without success. A second 23mm navitor valve was then implanted and the leak was resolved. On (B)(6) 2021, the patient was transfused packed red blood cells. No overt bleeding during procedure was noted. On (B)(6) 2021 the patient was diagnosed with third degree complete heart block and had a permanent pacemaker implanted. The patient had a prolonged stay at the hospital for monitoring of the rhythm. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
(B)(6) - portico valve-in-valve retrospective registry, patient site ID: (B)(6). It was reported that on 25 august 2021, a 23mm navitor valve (18642631) was selected for implantation using a small flexnav delivery system into a patient with a past medical history of anemia and 2nd degree heart block. During the procedure, after the valve was implanted, a grade 3 paravalvular leak was found by echocardiogram. Balloon valvuloplasty was attempted twice without success. A second 23mm navitor valve ( 18943351) was then implanted and the leak was resolved. On (B)(6) 2021, the patient was transfused packed red blood cells. No overt bleeding during procedure was noted. On (B)(6) 2021 the patient was diagnosed with third degree complete heart block and had a permanent pacemaker implanted. The patient had a prolonged stay at the hospital for monitoring of the rhythm. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Additional information: h6h6 device code 4444 removed. H6 device code 4641 added.

Manufacturer narrative:
An event of paravalular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na.